Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon fell apart inside- vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Case narrative: consumer reported via e-mail that tampon fell apart inside of her. No serious injury reported.